Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when a tome was passed through the biopsy port, the sponge got detached and was stuck inside the scope. The detached sponge was removed from the scope thus completing the procedure. Additionally, there was no visible issue with the complaint device or the packaging prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The only component returned was the rx biopsy cap sponge. Evaluation of the returned sponge revealed the sponge was torn and discolored. The complaint that the sponge detached was confirmed. However, the cap portion was not returned for analysis, therefore we are unable to determine if the cap was defective and did not fully contain the sponge. The most probable root cause is determined to be ¿undeterminable¿. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when a tome was passed through the biopsy port, the sponge got detached and was stuck inside the scope. The detached sponge was removed from the scope thus completing the procedure. Additionally, there was no visible issue with the complaint device or the packaging prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.